Manufacturer narrative:
(B)(4). Additional information: the device evaluation was completed to investigate the reported issue. Initial visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further microscopic inspection noted a re-knit on the gland. The re-knit was opened before functional testing simulating use of the device was performed. The sample primed and flowed normally. The reported condition was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow occurred during the use of a one link extension set. It is not known when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.